Event description:
The report indicated that: a patient underwent a pci (percutaneous coronary intervention) during which two cypher stents were implanted. Following the procedure, the patient experienced severe occlusion, stenosis/restenosis, thrombosis, and severe chest pain. Four months later, the patient underwent quintuple coronary bypass surgery.